Event description:
Same case as MDR ID # 2134265-2013-09494 and 2134265-2013-09572. It was reported that automatic pullback failure occurred. After a stent implantation on the mildly tortuous left main artery , the physician performed an intravenous ultrasound (ivus) using an atlantis sr pro imaging catheter. When attempting to perform automatic pullback, pullback failure occured. The physician looked at the atlantis sr pro imaging catheter outside the patient's body and noticed that the inner wiring was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).